Event description:
It was reported that during a da vinci-assisted surgical procedure, there was energy dispersion with the fenestrated bipolar forceps (fbf). The procedure was completed with no reported injury. Isi followed up with the site and obtained the following additional information: the issue was related to a failure to deliver energy. The issue did not involve inadvertent energy activation or energy activated without being commanded. No arcing was observed. The instrument tips did not collide with any other instrument or tool during the procedure. There was no thermal damage to the instrument. The customer confirmed that the correct lot number is k11241009-0309. The instrument is available for return to isi for evaluation. No images/videos are available.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.